Manufacturer narrative:
Results: the returned cat8 was kinked at approximately 60.0 cm from the hub. The device had an ovalization at approximately 111.0 cm from the hub. Conclusions: evaluation of the returned cat8 confirmed a kinked device. If the device is forcefully retracted at extreme angles during removal from the packaging, damage such as a kink may occur. Further investigation revealed an ovalization on the distal shaft of the catheter. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, an indigo system aspiration catheter 8 (cat8) was found to be kinked upon removal from the packaging. The damage to the cat8 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using another cat8.